Manufacturer narrative:
Age at time of event: approximately (B)(6)years old. Device is a combination product.   (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal right coronary artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the proximal part of the shaft was fractured. The detached part and the rest of the stent was removed out of the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.